Event description:
According to the reporter, after a procedure, the surgeon was practicing the articulation with a used reload. The surgeon articulated then pushed the articulation knob back to the same direction but was unable to bring the reload back to its original position. The surgeon felt the device motor moving, but the reload could not go back to the same direction. The reload jaws could be open, but since it was not in the straight position, it was not removed. A demo powered handle was used and had the same issue. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # (B)(6)); sigphandle, sig power sigphandle handle, (serial # unknown); sigphandle, sig power sigphandle handle, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.